Event description:
The physician was using the penumbra system (psc026 and pss026) as indicated in a mca (m1/m2) occlusion. During manipulation and aspiration of the clot and separator, he noticed the tip of the separator wasn't responding like normal. He tried to remove the separator and discovered the distal end (approx 15cm) had broken off. He retrieved the separator with a snare, and continued with another new pss026 without any problems.

Manufacturer narrative:
Device not yet returned for evaluation.